Manufacturer narrative:
(B)(4). Batch #: 761a51 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger broken in the opened position, with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received fully fired with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. It is possible that that the device was clamped over an excess of tissue or a hard object, resulting in damage to the closure trigger handle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 761a51, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that upon the first attempt to use prior to firing the device the handle broke and detached from the stapler. Device did not deploy any staples and the knife did not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.